Manufacturer narrative:
Concomitant medical products: ddbb1d1 defibrillator was implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional under-sensed atrial beats noted during episodes not affecting detection or termination. The ra lead remains in use. No patient complications have been reported as a result of this event.